Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue.a review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported peeled/delaminated. It was reported that the polymer peeled from the guide wire during use. Factors that may contribute to peeled coating include, but are not limited to, material composition, coating damage incurred during manufacturing, improper storage, or damage during shipping, interaction with challenging anatomy, or interaction with accessory devise. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported peeled coating. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event estimated as 07/01/2024. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The hi-torque (ht) command 18 guide wire was advanced without resistance when the coating peeled off. There was no resistance during removal and nothing was left in the anatomy as confirmed by fluoroscopy. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.